Event description:
The user initially alleged that the pump motor was grinding and loud. Evaluation revealed that the lead screw was contaminated. This complaint is being reported based on evaluation results.

Manufacturer narrative:
(B)(6). The pump was returned to animas. During evaluation the motor would not stop and that the pump dispensed fluid from the cartridge during the load step. The force sensor was out of calibration. The bearing on the lead screw would not slide up and down on the shaft. The motor was noisy and sounded sluggish. Unrelated to the complaint the keypad was peeling and torn at the ok button and the contrast button was unresponsive.